Event description:
It was reported that the patient presented in clinic. A device interrogation showed that the patient's right ventricular (rv) lead exhibited failure to capture and low pacing impedance. It was suspected that the rv lead had either perforated the left ventricle, migrated into scar tissue within the right ventricle, or was microdislodged, of which none were confirmed. The rv lead was explanted and replaced. The patient was discharged under stable condition.